Event description:
An olympus marketing personnel reported on behalf of the customer that the ultrasonic gastrovideoscope had a flawed probe. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: acoustic lens was peeled. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿scratches on the probe¿ was not confirmed. The device evaluation found acoustic lens was peeled due to physical stress. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover was detached. The label on the suction connector was peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the reported event could not be established. Device history record (DHR) review: since the manufacturing date was 18 years ago, DHR could not be checked. Instructions for use (IFU) review: labeling review: not applicable because we could not determine if the phenomenon occurred due to the handling methods of users. Olympus will continue to monitor the field performance of this device.